Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The post fractured off the device and was returned. The device was manufactured in 2008 and shows signs of extensive wear. The knee insert post deformation and/or fracture may have been due to repeated posterior contact of the femoral cam on the post combined with excessive posterior to anterior shear force during activity. However, this could not be isolated as the root cause for this particular failure mode. The medical investigation concluded that this complaint from the united states reports the revision of a legion knee secondary to the insert post breakage. The implantation date was not provided, nor was any clinical/medical documentation. It was reported that the surgeon does not fault the device. The returned insert shows the broken post. It was also communicated that no further information would be forthcoming. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Impact to the patient beyond the surgery and recovery cannot be determined. Based on the limited information, the root cause of the insert post breakage cannot be concluded, at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include overuse or a traumatic injury. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that a revision surgery was performed due to a broken post. Only the insert was explanted.